Manufacturer narrative:
Evaluation summary; post market vigilance (pmv) led an evaluation of seven devices. However, analysis suggests that the product was not used in a surgical procedure as only a sealed sample was received for investigation. Visual inspection and functional testing were found to be within specifications for this product. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4)

Event description:
According to the reporter: occurred during a laparoscopic sleeve procedure. The suture was being used for closure of the mesentery. The loop defeated during the overlock technique. The thread broke. The loop had been desoldered. The suture was not treated or hydrated prior to use. Multiple sutures had the same issue during the same case. In order to resolve the issue and complete the case, replaced with another suture. There was no patient harm. The patient status is alive, no injury.